Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer reference number 3006705815-2020-00561. It was reported that the patent had high impedances on one of their leads. As a result, surgical intervention was taken to explant the leads. Note: it is unknown which lead is liable, as such both are being reported.

Manufacturer narrative:
The reported issue of high impedance was confirmed. Analysis of the returned lead identified fractures in the stimulation end portion of the lead and a cam impression on the outer tubing consistent with the use of a swift-lock anchor. It was concluded that the loss of stimulation prior to the revision, is consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.